Event description:
It was reported that the ventricular connector was broken. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle output connector is broken. Lower case, both bail covers, and battery drawer are broken. Ring cover is broken and contaminated. Battery contacts are compressed. Keyboard lock button pigment is coming off and window is scratched. Lcd (liquid crystal display) lower keyboard flex connector is lifted.